Manufacturer narrative:
Date explanted: not applicable as the iol remains implanted in the patient's ocular sinister (left eye). It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s os therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon noticed scuffing/ scratching on the anterior lens surface after an intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). The surgeon rotated the lens so the scuff is superior when noticed and hidden under upper eyelid. There was no incision enlargement and no extra surgical steps were required. The iol is not available for return as it remains implanted in the patient's eye. Through follow-up, additional information was received confirming no serious injury, no suture(s), and no vitrectomy. Account also stated the lens came out of the packaging this way. The lens looks good to the naked eye, but as you look with the microscope the lens almost look like they have a fine dust or powder on it. It is especially noted as you flip the lens over and tilt it at an angle. This is easier to see after the lens is wet (bss) which is why it is not noticed until in the eye. No further information is available.